Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart dfm100 indicating that the device will not power up. There was reportedly no patient involvement. The asp evaluated the device onsite and it was determined that this was a malfunction of the power switch assembly. The asp replaced the power switch assembly to resolve the issue and the device was returned to full functionality. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.